Event description:
After hysterectomy procedure, during suturing of the vaginal cuff the endo stitch suture needle broke in half. Xray completed revealed needle fragment still in body. Required consult with general surgeon, re-opening of wound closure, fluoroscopy and two hours of laparoscopic work to locate the retained needle fragment. Needle fragment located in bowel mesentery was removed.